Manufacturer narrative:
(B)(4). Date sent: 5/11/2026 d4: batch #a9820f updated data: d4 (lot number, expiration date), h4 corrected data: d2b, d4 (UDI) investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload (a) loaded on the device. The reload (a) was received unfired. In addition another gst60w reload (b) was received unfired. The device was tested for functionality in the straight position with the returned reloads (a & b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, a software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. However, no conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number a9820f, and no non-conformances were identified.

Event description:
It was reported that during a gastrojejunostomy in roux-en-y reconstruction for laparoscopic distal gastrectomy, it was observed that the device could not be fired and was temporarily removed. Prior to this, an abnormal sound was heard, and it was initially thought that the tip had been accidentally bent, so the procedure was continued. After removal from the body, the battery was reinserted, the tip suddenly articulated. The device did not respond to any further operation. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026, d4: batch #unk, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.